Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardiac monitor exhibited baseline noise; no r-wave or sensing could be observed on the device either. No changes in noise occurred with device manipulation, only wavering of noise on the baseline electrograms (egm). It was determined that it was due to loss of pocket contact. Repositioning of the device was discussed, no intervention was performed. The patient was in stable condition.